Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of angina and thrombosis are listed in the xience alpine, everolimus eluting coronary stent system, instructions for use as known patient effects of coronary stenting procedures. The investigation determined the reported difficulty and patient effects, appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, mildly calcified, 75% stenosed, mid left anterior descending (lad) coronary artery using a 3.00 x 28 mm xience alpine stent delivery system (sds). The sds was advanced to the lesion and the stent implant was successfully deployed. Approximately one hour post procedure, the patient developed chest pain and a thrombus was confirmed by angiography and intravascular ultrasound (ivus) to be within the stent implant. There was a possibility that the apposition of the stent implant was not complete as it was an angiography guided percutaneous coronary intervention (pci). Thrombus aspiration was performed and an unspecified stent implant was deployed overlapping the proximal end of the xience alpine stent. The timi flow increased from 1 to 3 following the intervention. It was the physician's opinion that the relationship between the thrombus and the xience alpine stent was low. No additional information provided.